Manufacturer narrative:
Concomitant products: product ID: 3389s-40, implanted: (B)(6) 2015, product type: lead. Product ID: neu_adaptor_acc, implanted: (B)(6) 2015, product type: accessory.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that an impedance test was performed and resulted in the following abnormal impedance values: 0 <(>&<)>3=4887 ohms. The impedance test was performed again and resulted in the following values: 0<(>&<)>3=5804 ohms and 1 <(>&<)>3=4244 ohms. It was unknown if there were any environmental / external / patient factors that may have led or contributed to the issue. It was also stated that the cause of the event was unknown. The actions/interventions taken to attempt to resolve the issue included reprogramming around the electrodes showing abnormal impedances; the issue is ongoing. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.